Event description:
It is reported that the customer had differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading was 68 and blood glucose reading was 186 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three opened and used sensors were inspected and a bicarbonate buffer test performed. One of the three sensors failed for no isig readings detected. The lab transmitter was checked for proper use and operation and passed per specification. The two remaining sensors passed with accurate readings.